Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Customer error 931 occurred during white balance acquisition in a therapeutic rafaelo procedure using an olympus gynecologic laparoscope. No patient harm was reported.